Event description:
It was reported that pump displayed recurring malfunction code and customer experienced at least three similar malfunctions on same pump, with no notable events occurring prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer on putting old pump into storage mode, transferring pump settings, connecting cgm to replacement pump, selecting correct setup option, and returning problematic pump using prepaid label within 10 days, which customer understood and acknowledged.